Event description:
It was reported that the user experienced rapidly falling blood glucose while using the ilet and requested support during the event; the user had a sensor glucose of 96 mg/dl with a downward trend. They consumed juice at the start of the call, and reported relying on the pump¿s correction algorithm without meal announcements. Symptoms included shaking/ tremors. Outcomes included recovery without severe hypoglycemia, with glucose not dropping below 75 mg/dl and later rising to 151 mg/dl. No medical intervention or hospitalization required. Investigation included review of user-reported glucose trends and use patterns, including missed meal announcements and subsequent glucose response. Investigation of this case revealed that rapid glucose decline was associated with user behavior of not announcing meals, leading to algorithm-driven dosing that did not account for unannounced carbohydrate intake; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that user handling related to missed meal announcements was the cause.